Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety.

Event description:
Healthcare professional reported right side rupture and bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation:visual analysis of the returned device identified the device was broken shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.